Event description:
Reporter stated that the device experienced an electrical short circuit. Additionally, reporter indicated that the 3rd and 4th internal contacts appeared to be damaged. No operator injury was reported. A request was made for the return of the suspect product and replacement product was shipped.